Event description:
The event occurred on an unspecified date and involved a clave¿ neutral connector where the customer reported that the device was unable to flow from the filter during patient infusion of infliximab, causing delay in therapy. There was no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy no adverse operator consequences , no med/surg intervention required and no involved device available to be tested. The device was changed out/replaced with no further problems encountered.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. Additional contact information (B)(6).

Manufacturer narrative:
One used list #011-c3300 and one used unknown, extension set w/ filter, were returned for evaluation on 4/22/2024. As received some infliximab solution residuals was observed the returned microclave. Each of the returned set was tested separated at gravity pressure and no flow restriction were observed. Complaint of no flow / can't prime/ difficult to prime cannot be confirmed or replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.